Event description:
Doctor discovered infection/inflammation on patient's right eye. A flap lift and rinse was performed on patient's right eye. Patient tolerated the flap lift well. No loss of best corrected visual acuity was reported.

Manufacturer narrative:
Evaluation codes: conclusion: - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. Customer is only reporting this event and did not request field service or clinical support. Placeholder.